Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the probe cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, where the burn on the probe cover was discovered. A root cause for the burn could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tip cover was burned because the high-frequency treatment device was used without taking sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system, 4.3 using endotherapy accessories, precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.